Event description:
It was reported that the physician was unable to place catheter due to patient's anatomy and surgical hardware. The case was aborted after several attempts. The patient¿s status at the time of event was alive ¿ no injury. The patient did not experience any symptoms. The patient did not have a pump implanted. It was unknown if a new catheter would be implanted or how the patient was doing at the time of report.

Manufacturer narrative:
(B)(4).